Manufacturer narrative:
Concomitant products: product ID: 3898-33, lot# lc1484, implanted: (B)(6) 2006, product type: lead. Product ID: 3898-33, lot# lc5678, implanted: (B)(6) 2006, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient .product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s device had high impedances. Electrodes 0/1, and 0/2 had impedances of 714 ohms. However, 0/3 was greater than 4,000 ohms. Many results had the ¿???¿ as the result. It was recommended that the company representative increase the default test values and re run. When impedances were ran again, the ¿???¿ was still noted for multiple pairs, with the rest at 963 ohms. It was stated that the patient was programmed on all electrodes. The patient had great therapy relief. It was stated it was possible there was a short being masked and advised the impedances be ran at 4v. When doing so, the company representative had to stop as it was uncomfortable for the patient. The battery was at 2.48v and was 50-90% charged. Education was provided on how the patient would know when the battery was low. The programmer needed a new 9 volt battery. The company representative planned to discuss the situation further with the patient¿s physician. It was further clarified that the patient had not reported any symptoms at the time of the programming/impedance check. No malfunctions were seen. There were no interventions planned. When the stimulator reached end of service, the patient will determine if she wanted to revise the lead or just the stimulator. The patient was still receiving effective therapy at follow up.